Event description:
On 09/07/2025, the reporter stated the user experienced a bg low of 62 mg/dl while using the ilet. The user treated the low with a sweet tart and recovered without assistance. No lasting effects or hospitalization were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.